Event description:
It was reported to medtronic minimed that the customer the customer reported a discrepancy between sensor glucose and blood glucose and experienced hypoglycemia with blood glucose value of 35 mg/dl. The customer husband assisted by calling emergency medical services. The customer reported hypoglycemia was treated with dextrose and discontinue use of insulin delivery system. Loss of consciousness leading to admission. The event involved product(s) mmt-378a, mmt-7040a, mmt-1884, mmt-326a. Troubleshooting was performed. The sensor glucose value was 400 mg/dl, while the blood glucose value was 35 mg/dl, resulting in a difference of 365 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-378a, mmt-7040a, mmt-326a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.